Manufacturer narrative:
Initial reporter address: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2022. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip was unable to release from the catheter to deploy. The procedure was completed with the another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter address: (B)(6). Block h6: medical device problem code a15 captures the reportable event of clip unable to release from the catheter. Block h10: investigation results the returned resolution clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly attached. The device was returned without the over-sheath. Microscopic examination was performed and it was found that no activation was performed on the clip assembly. Functional evaluation was performed and the clip can open its arms within specification under the tortuous path: however, the device feels crunchy when it was actuated. Additionally, the clip assembly was unable to perform the first activation and could not release from the catheter. Destructive analysis was performed and it was found that the device did not have an inner sheath. No other problems with the device were noted. The reported event of clip unable to release from the catheter was confirmed. Investigation found that the device was returned without the inner sheath, this could have caused that the device could not made the first activation, and release the clip assembly. Additionally, it is possible that the tortuosity faced by the physician and the absence of the inner sheath could have caused the device to unable to engage the desired tissue. The resistance felt when the device was being actuated is likely due to some tension forces generated because of the interaction between the control wire and the catheter. Therefore, the most probable root cause is manufacturing deficiency, as the reported event was traced to the manufacturing process. An investigation to address this problem is in progress. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2022. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip was unable to release from the catheter to deploy. The procedure was completed with the another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.